Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. Information received reported that the patient's pump had "emptied and she feels like it was a mistake". The patient stated their pump went empty and it made her so sick. The pump began alarming on (B)(6) 2019, but the patient did not realize it was their pump. The alarm started about five days before they went to their doctor on (B)(6) 2019. The patient went to their doctor to have their pump filled. The patient stated, "there was the tiniest amount left, about one line of the syringe." The patient was instructed to take oral dilaudid every 4 hours until "it kicked in". The patient took half a zofran for nausea. The hcp told the patient it would take 12 hours to kick in. The patient was not feeling better, so they went to the emergency room. The patient was experiencing symptoms; weird smells and tastes, nauseated, vomiting, pain, trouble thinking because they do not feel well. The symptoms began suddenly on (B)(6) 2019. The patient stated they could not see their hcp again for two weeks. The patient still did not feel well. The patient was directed to the emergency room if they do not feel better. Additional hcp listings were provided to the patient.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the patient. The patient reported their symptoms have not been resolved and stated, "the pump does not help at all. I am in such pain. I am disappointed in what I went through to put this pump in. The surgery was brutal." The patient stated their further plan was to go in for acupuncture and stomach massage. The patient stated that they were "in so much pain today".

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-23, additional information was received from the patient. Resolution of the symptoms was requested and the patient stated they were very disappointed in the pump. The patient stated they were in extreme pain "though I am still on oral meds". The patient stated "the bolus was too high and made me dizzy". The patient was asked what attempts were done to resolve the symptoms. The patient stated that "not much" had been done. They have discussed it with both of their hcps, but had no solution. The patient expressed the desire to meet with another hcp and possibly a rep. The patient stated they were in agony and also included this statement; "I may know what part of the problem is", but did not provide any further information.